Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique

Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a baxter employed nurse from (B)(6) of a break in aseptic technique, fever, peritonitis, and anemia in a patient coincident with extraneal viaflex and physioneal therapies. On (B)(6) 2011, the patient experienced a break in aseptic technique, further described as the patient touched the tip of the catheter. On (B)(6) 2011, the patient experienced a fever and peritonitis manifested by abdominal pain and cloudy effluent. On that same day, the patient went to the emergency department, however refused hospital admission. On (B)(6) 2011, remedial treatment was started and included vancomycin 2 grams every 5 days ip and ceftazidime 1 gram daily ip, both of which had continued at the time of this report. On (B)(6) 2011, the patient was also give fluconazole 50 mg by mouth daily, and was stopped on (B)(6) 2011. On (B)(6) 2011, the patient experienced anemia, with a hemoglobin of 6.9 (units not reported) and was hospitalized on the same day. Treatment during hospitalization for the event of anemia was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. The outcome for the events of break in aseptic technique, fever, and anemia were not reported. Extraneal and physioneal therapies were ongoing. The nurse reported that the event of peritonitis was unrelated to extraneal and physioneal therapies. The nurse did not provide an opinion of causality for the event of break in aseptic technique, fever, and anemia.